Event description:
One (1) patient ((B)(6)) states that she experienced a burning sensation in her eyes after using a medical device, rite aid cleaning and disinfecting lens care system. The patient 's medical record is not available.

Manufacturer narrative:
The date of event, (B)(6) 2013, is the best estimate since the original date of event could not be acquired. Complaint sample could not be retrieved.